Event description:
In 2/2002, a gliatech employee attended a professional meeting. During the meeting, dr. Described his experience with adcon-l. Dr. Mentioned that he had 1 cerebro spinal fluid leak that was unrecognized at the time of surgery. The surgeon then had to reoperate because he identified another pinhole at the axilla of the nerve root that he had missed. No additional info is available at this time.